Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: review of the black box data revealed multiple cs054/cs052 alarms recorded on (B)(6) 2017. On examination, the battery cap and the battery compartment were intact and without damage. The battery cap was able to fit securely and properly to the pump. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The blank display screen prevented further investigation of the call service alarm issue. The pump was opened for further investigation and revealed moisture corrosion on the display screen flex and connector.